Event description:
It was reported the patient's implantable neurostimulator (ins) battery was "not depleting like it should." It was also reported the patient originally had one lead in their eyebrow and had to charge their ins every week. It was noted the healthcare provider implanted a second lead in their brain which was connected to the same ins on (B)(6) 2011. Since then the patient reportedly has had to charge their device every three weeks. It was reported the patient charged their device three weeks prior to report and the ins battery still read that it was 75 percent full at the time of report. It was stated the patient was concerned the device was not working properly and it was possible changes were made to the settings but it was uncertain. It was also reported the patient never received therapeutic effect and had acute pain in their left eyebrow. The patient reportedly could not tell if the stimulation in her brain was turned on, but could tell when the stimulation was on in the eyebrow. It was noted the patient's pain had been getting worse but it was unknown when the pain started to get stronger. It was reported the patient did have a transient ischemic attack (tia) one month prior to report, but it was "not labeled as a stroke."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 377660, lot# v019476, implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3587a25, lot# n339579, implanted: (B)(6) 2012. Product type: lead: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).